Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. A receiver functional test was performed and passed all relevant testing. A global communication tool software test was performed, and it passed sound tests. A manual test was performed and passed as sound was heard from the speaker. The complaint confirmation of the receiver having intermittent audio output could not be determined as a full investigation could not be performed. A probable cause could not be determined.